Event description:
The manufacturer received information alleging multiple alarms (i.e. Multiple circuit disconnects and ventilator inoperative) had occurred the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
It was previously reported by the manufacturer: the manufacturer received information alleging multiple alarms (i.e. Multiple circuit disconnects and ventilator inoperative) had occurred the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, error codes 42, 110, 144, 145 and 188 (faulty pca and blower) were found in the ventilator's downloaded error log. The device's pca system and blower motor was replaced to address the issue. The unit was calibrated and confirmed to be working correctly.